Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearings of the device were rough running was confirmed. An assessment was performed and it was observed that the device was missing the bearing stack screw, bearings and spacers. It was determined that this condition was consistent with degradation of loctite thread locker adhesion to the threaded mating inner locking mechanism components from normal use over time causing the bearing stack screw to loosen and fall out along with the spacers and bearings. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the bearings of the attachment device were running rough. During in-house engineering evaluation it was determined that the device was missing the bearing stack screw, the bearings and spacers. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.